Manufacturer narrative:
.

Event description:
This patient was part of the (B)(6) clinical study. The vein ablation procedure was performed on (B)(6) 2015. The patient complained of local access site irritation, which progressed into phlebitis. Upon a follow-up visit on (B)(6) 2016, a small amount of polymer was noticed under the access site, located between the ablated vein and the skin puncture. This polymer was successfully incised and drained under local anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.